Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system and drive support cap was sticking out. The customer¿s blood glucose level was unknown at the time of the incident. Customer also stated that insulin was squirting out during the manual prime process as well as they were receiving pump error alarm and they were unable to exit the preparing to prime loop. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.